Manufacturer narrative:
Other relevant device(s) are:micra. Mc1vr01-delsys / expiration date: 14-nov-2020 / serial#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Mfg date: 30-may-2019. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant procedure of the leadless implantable pulse generator (ipg), the tether was loose during a second recapture attempt. A goose neck snare had to be used to recapture the device. The leadless ipg was not used and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: return date: 15-10-2019. (B)(4). Product event summary: a partial delivery system was returned, analyzed, and no anomalies were found. The delivery system tether was broken/cut/pulled apart. Visual analysis of the lead indicated damage during use. The analyst noted a partial delivery system was returned with only the tether and tether pin. The tether was cut at 115cm from the tether pin. Articulation could not be tested as only the tether and tether pin were returned. Deployment could not be performed as only the tether and tether pin were returned. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.